Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that had surgery last friday and was instructed to bring the remote to turn therapy off. Patient said that the remote wouldn't turn on so they charged the remote and now the handset is completely charged however wasn't connecting to the implant. Patient said that bladder implant is on their left side. Patient also said thinks therapy is off and doesn't think therapy is working. Troubleshooting was unable to be performed as patient was driving. Reviewed external devices and patient realized that was trying to connect with using only the programmer, forgot about the communicator. Patient said that will try to connect later and will call back if needs further assistance. The caller was redirected to call patient services back when has time to troubleshoot.